Manufacturer narrative:
(B)(4). Refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that during a bph surgical procedure at 148,858 joules of use, "aiming beam fires straight out of fiber; fiber stopped working." The fiber was exchanged and the procedure was completed with the second fiber at 159,831 joules of use. The tips of both fibers were cleaned during the procedure. Patient outcome: "ok". No injury to the patient was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits moderate devitrification at output window; the metal cap exhibits mild char on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.